Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that when snapping open the liquid vial, a piece of glass broke off and ended up in the powder. It was reported that it was noticed prior to its use on the patient.